Event description:
Reporting status: death. Reporting rationale: myocardial infarction leading to death. Device issue: no device malfunction has been reported. It was reported that when attempting to contact the pt for a 3 year f/u, it was communicated that the pt had died at his home on (B) (6) 2009, due to a massive heart attack. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4): results and conclusion summation: in this case, there was no reported product deficiency. Death, myocardial infarction, and angina are known adverse events as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix (ram). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling. The lot number was not provided; therefore, a device history record review could not be performed.